Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the collar was cracked and was causing an intermittent image failure when the cable was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The smart cable was tested with a tisu test blade; the result was an intermittent image. The fault was determined to be a cable failure. The ring or collar at the suppression coil had cracked and was causing an intermittent image failure when the cable was moved. As reported by the customer, the med tech suspected that the force that was being put on the smart cable blade connector while intubating had caused this small component to crack.